Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. Model # sc-1110-02, (B)(4), description: ipg kit (without pull-through tunneler).

Event description:
A report was received that the extra lead slack had moved under the ipg. The patient could feel the lead pushing at her skin causing discomfort at the ipg site. The physician re-looped the lead slack and relocated the ipg deeper. The patient was reportedly doing well following the procedure.